Manufacturer narrative:
The device was received for evaluation. Visual inspection of the product shows that the product has already been rinsed free and that the blood protection caps are in place on the dialysate ports. Also during the visual inspection, the area marked with a black pen on the header cap was also investigated and a slight welding expulsion was detected. This is normal for the uss- welding process. The set underwent functional testing including leak testing on the blood and dialysate sides and the set performed according to product specifications as no leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the connection between dialysate ports and coupler of a polyflux 170h set three hours into hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.